Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 107 and internal clock failure.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service code 107, internal clock failure) was confirmed due to a back-up battery that was unable to hold a charge. Upon further investigation, there was contamination on the ca board. The root cause of the contamination was a liquid ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was confirmed due to the battery pca and cells being contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.